Event description:
The healthcare profesional (hcp) reported the home pt (hp) may have been overfilled while using the homechoice cycler for apd therapy. The hcp reported they reviewed the device's therapy log which revealed negative drain volumes of -2002mls for drain 1, -2931 mls for drain 2 and -3845mls for drain 3. Hcp subsequently requested a replacement homechoice cycler. Follow up with the hcp reveals that the hp was experiencing constipation, which contributed to the hp's catheter shifting position from their lower abdomen area to their mid-abdomen region. Hcp relates that they feel that the hp's drain difficulties occurred as a result of their catheter issues and is working with the hp to resolve. According to the hcp, there was no pt injury or medical intervention as a result of this incident.